Event description:
The affiliate reported the customer alleged one drop of clear fluid was on a sample tube during aspiration, on a close vial mode, involving the coulter act diff 2 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer indicated controls were acceptable in the morning on the day of the event. Patient results were not impacted; there was no patient consequence. The customer has an exposure control/risk management plan at the facility. The customer discontinued use of the unit. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced valves vl8 and vl10 for the probe rinse assembly. The fse cleared restriction in valve vl18 drain line, bleached apertures, and cleaned the aperture modules and the close tube assembly. The fse successfully performed system startup and quality control (qc). Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).